Event description:
Customer reported that a male patient was on the procedure table, when the physician was unable to move the x-ray tube arm over the patient. He reported that this prevented the physician from lining up the x-ray tube with the image intensifier, and prevented them from using the fluoro or to take rad shots. A portable c-arm was brought into the room to complete the procedure. There were no reported injuries to the patient.

Manufacturer narrative:
Field service engineer (fse) reported that the customer has the capability to fluoro, but cannot take digital spot films. Fse reported that the generator console touchscreen function works, but nothing is displayed. The fse checked connections inside console and determined that a new console is necessary. Customer will order and install this themselves. This finding conflicted with the initial customer report, but per the fse report, this was the only issue found with the table. Table is still usable, but customer will replace generator console.